Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 3 mg/ml; 0.9 mg/day via an implantable pump. Indication for use was malignant pain. The date of the event was unknown. It was reported the pump had a volume discrepancy. The hcp was getting back more than expected; details and specific volumes were unknown. The physician requested to do a roller study. No symptoms were reported. Additional information was received on (B)(6) 2017. The hcp had wanted to perform a roller study on (B)(6) 2017, but instead performed a catheter dye study. The hcp was unable to aspirate, so they did not push the drug forward. They were planning on performing a single therapeutic bolus and see if the patient responded to that. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient's pain was increased. No alarms on the pump so the patient was receiving some of his daily dose, just not enough to manage his malignant pain. The pump refill volume did not match what the pump report stated. At the last pump refill the doctor withdrew more volume of drug than estimated on pump report. The patient started to have more pain and after a bolus the patient's pain got better. The doctor suspected a kinked catheter. A catheter revision was performed on 2017 (B)(6). Surgery confirmed a small kink in the strain relief loop in the spine. The catheter was cut and a pump revision segment was added. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated.